Event description:
The customer reported that the colleague pumps shut down while the pt was being transported. The facility's biomedical tech stated that the pumps are operating as designed and shut down since the nurses were not plugging in the pumps. Additional info received on 05/28/2009 suggests that the nurses have been plugging in the pumps regularly. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
The customer reported colleague infusion pumps shutting off during transport. According to additional info received from the facility, the pump had shut off because they were not plugged in. The devices were then swapped out and sent to the facility's biomedical dept for repair. The batteries were replaced and the devices are working properly. Therefore, the pumps will not be returned for evaluation. No additional info is available.